Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "patient was emotionally shaken because ¿there was a ruptured device inside the body, which may cause infection or other disease" and "sparse nodules". The device has been explanted.